Event description:
It was reported that during a vena cava filter placement treatment procedure, the filter deployed at the hub prior to insertion into the patient. The procedure was successfully completed with another of the same device. It was reported that there were no injuries or complications for the patient. Patient status is reported as "fine".

Manufacturer narrative:
The complaint sample was returned for evaluation and the complaint description was confirmed. The handle of the introducer catheter was in the unreleased position, but the filter had been deployed. Premature deployment, during preparation, may occur due to mishandling of the device while removing the unit from the package and/or removing the end cap. A CAPA has been initiated to address this issue.